Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was transported via ambulance to the emergency room (ER) due to blood glucose (bg) of less than 40 mg/dl, resulting in a seizure. Reportedly, customer delivered too large of a bolus for the amount of carbohydrates consumed. Customer required assistance from parent to treat bg level via a glucagon injection. No additional treatment was given at the ER. Reportedly, customer left the ER 3 hours later with the issue resolved; however customer experienced hallucinations from seizure and had to return to the ER for blood work.